Manufacturer narrative:
Device history record is not available due to insufficient device data. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via nbir right side ''suspected/actual rupture/deflation.'' Device has been explanted and replaced.